Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction found during device evaluation is traced to component failure and the foreign matter in the distal end (c main body) cause of the reportable malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified foreign matter in the distal end (c main body), the acoustic lens was peeling off, and the acoustic lens was damaged. There was no patient involvement.